Event description:
It was reported that dr. (B)(6) would be revising a two level patient. No further information was provided at this time.

Manufacturer narrative:
Unable to perform investigation at this time as the device has not yet been removed/ returned for investigation. The rep stated that the patient is scheduled for revision on (B)(6) 2024. Once the product is returned an investigation will be performed on the device.